Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: is the complaint against product code 2160 bulb reservoir? If no, please provide product code of the complaint device. Lot # of the reservoir? Was an ethicon blake drain attached to the bulb reservoir 2160? Was any issue noticed with drain component that may have caused failure to drain? If yes, product code and lot number of the ethicon blake drain used? Was the reservoir replaced with a new reservoir to complete the case? Was the drain removed from the patient and a new drain inserted surgically to complete the case? How was case completed? If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date where a reservoir was used. The patient was sent home with a drain and reservoir post procedure 3 weeks. The doctor did not remove the drain when the patient left the hospital. Now the drain is not draining anymore.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional information was requested and the following was obtained: the complaint is against the bulb reservoir, which was used together with our blake drain the patient had both the reservoir and drain inserted intra-operatively and was sent home and after some time of emptying and reactivating the drain there was no way to get the reservoir to re-activate . This started about 3 weeks post the procedure

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.